Event description:
Reporter stated that patient experienced a seizure. Emergency medical services were summoned and, upon their arrival, patient's blood glucose reportedly measured 104 mg/dl (on paramedic's device). Reporter stated that, 10 mniutes later, patient tested his blood glucose using the suspect device and obtained a result of 191 mg/dl. Reporter noted that no treatment was administered by paramedics and patient was not transported to the hospital for additional treatment. Additionally, reporter indicated that patient has experienced frequent seizures, the cause of which is not known. Reporter stated that 4 hours prior to the seizure, patient had taken his normal dose of insulin (30 units insulin lispro). However, reporter did not know if patient had tested on the suspect device prior to delivering insulin. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.